Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this left ventricular (lv) lead was performed. Analysis could not confirm allegation of wire insertion/removal difficulty. Laboratory test was able to insert/remove wire from the lead with no issue.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully due to two whisper wires were getting stuck in lead body. The physician back loaded a whisper wire with difficulty to dislodge any clots but would smoothly come back out of the lead. This lv lead was never in service. No adverse patient effects were reported.